Event description:
The customer stated that she was experiencing high blood glucose levels. The reported blood glucose reading was 351 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime test. However, the high pressure test failed. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.